Event description:
It was reported that two closure tops were found to have migrated three months postoperatively. There are no plans to revise at this time and no reported patient impacts. This is report three of four for this event.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The product was not returned. However, x-ray images were provided. These images show that the closure top has migrated out of a screw. An internal CAPA was initiated to evaluate the cause of this issue. This investigation found that the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. The screws are the subject of field action (B)(4); however, this closure top is not within the scope of the field action. The lot number was not provided, so the DHR is unable to be reviewed. The labeling was reviewed does not appear to have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00181, 3012447612-2020-00182 and 3012447612-2020-00245.

Event description:
It was reported that two closure tops were found to have migrated three months postoperatively. There are no plans to revise at this time and no reported patient impacts. This is report three of four for this event.